Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. During replacement procedure it was observed that the cuff was the wrong size for the patient; therefore, the cuff was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.